Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance greater than 2000 ohms. This ra lead was surgically abandoned and was successfully replaced thereafter. Additional information states that the source of impedance was not determined and no oversensing was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.